Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The overall complaint was non-verifiable as the product was not returned and there are no intraoperative pictures or postoperative scans. The design engineer took the CT scan slice and overlaid a bar shape and several length options. The surgeon then selects a bar size and approves the shape. The size and shape of the bar is dependent on the location of the CT scan. If the bar is placed inferior or superior to the CT scan location, the bar may not fit as expected. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was most likely due to improper placement of the bar. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the surgeon stated that the length was perfect but the bend was unacceptable and they experienced difficulty placing the bar in the patient due to the severity of the defect. There was a fifteen minute surgical delay.